Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed as the complaint device was not returned.since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed.a manufacturing record evaluation was performed for the finished device 00001583 number, and no internal action related to the complaint was found during the review.if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath medium. The valve was damaged. The valve of the vizigo was damaged. This was noticed before the procedure and a new vizigo was used. No patient consequences were reported. The hemostatic valve separation is MDR-reportable.